Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the battery no longer holds a charge. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the battery's charge is no longer holding. The customer is requesting to order a replacement battery. The battery was ordered and sent to the customer. The battery is not expected for return. The device remains at the customer site. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed. The customer was provided a replacement component to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 exhibited a battery problem. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.